Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. Since product code and lot number of the device are unknown, a 510k number cannot be provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance an unknown disposable set in which a leak occurred. According to the report, the syringe leaked where the luers connect to the stopcock after multiple actuations of the stopcock. The customer stated that it seemed like there are less threads for the syringe to grip than their old stopcock extension set. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.